Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect: clinical code problem code: e0207 delirium/code not available h6 codes: health effect: clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient did not hear the cgm alarm when it activated. It is unclear whether the receiver provided an audible alert at that time, as the device was in the patient¿s pocket. According to the reporter, the patient also did not notice any display alert. During this period, the patient became groggy, delirious, and dizzy and was unable to view the glucose reading on the receiver. The patient¿s employer contacted paramedics. Upon arrival, paramedics measured the patient¿s blood glucose using a bgfs (result not recalled). The cgm reading was not reviewed at that time. The patient was given water and crackers, after which his glucose increased to 151 mg/dl. Paramedics offered transport to the emergency room, but the patient declined. The patient¿s wife arrived and transported him home. She contacted the patient¿s doctor and continued to monitor and feed the patient. After 2-3 hours of monitoring, the reporter elected to bring the patient to his doctor¿s office. The reporter could not recall the cgm readings obtained during this monitoring period. At the clinic visit, the patient reported that the physician adjusted his insulin regimen by lowering the dose. No additional details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.